Manufacturer narrative:
Concomitant medical products: 6943-58v lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible right atrial lead undersensing during ventricular episode detection with therapy delivery. The therapy delivery (shock) for the ventricular episode also converted the atrial arrhythmia. No further notifications were made and the lead remains in use. No patient complications have been reported as a result of this event.